Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism did not find any issues that would result in the cannula dislodging. Inspection of the fluid path did not find issues that would result in high blood glucose levels. No bend or kink was observed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 380 mg/dl while wearing the pod between 1 and 4 hours. The patient cannula came out from the infusion site (arm) and was reported bent/kinked. For treatment, patient waited, and the patient took a correction bolus and checked a half an hour and then replaced the pod with a new pod.